Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited out-of-range low pacing impedance. In-clinic lead assessment was suggested and an insulation breach requiring lead revision was suspected. The patient condition was not known.